Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited episodes of loss of capture and functional under-sensing. The patient was then seen in clinic and capture was observed. No intervention was performed. There were no patient consequences.